Event description:
Initial rptr indicated that she was implanted with the vns and "it was really bad for her". She reported "she had been "suicidal and wanted to have the vns device removed". The vns was disabled per the pt's request. The pt's treating physician reported that the pt "always had some problem with her, each time something different. She didn't know whether to believe her or not and whether they were related to vns or just due to the pt." The physician reported pt reported the vns lowered her heart rate, so the physician lowered her vns dose. Pt reported her mind works slower and reported that she had "suicidal ideations in the past at higher doses", so the physician lowered dose again. Pt later reported "that the suicidal ideations are much better now". The treating physician was wanting to keep the vns at the lower dosing, but the pt is adamant for the device to be turned off, so physician turned device off. The physician reported being confused the "pt denied having suicidal ideations in the first place, but then came back and said they were better." Diagnostic testing was within normal limits. The pt per physician 'is adamant on getting the vns removed." Good faith attempts have been made for add'l info that have been unsuccessful to date.